Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: brown particles on the surface of the shell observed.

Event description:
Healthcare professional reported, right-side rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Cont. Health effect f2203-imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture on the record relates to the right side. The device has been explanted and replaced.